Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during a follow up visit, the device voltage was seen as 2.64. The physician suspected early depletion. A review of the product performance data from the device indicated that the device did meet the expected longevity and that the longevity most likely is short due to an episode storm at the beginning of the implant. Close follow up and a replacement will be planned. No patient complications have been reported as a result of this event.